Manufacturer narrative:
This report is processed under exemption number e2005018. Complaints relating to the reported product(s) were evaluated. It was concluded that the number of complaints for the product(s) did not breach thresholds indicative of a systemic quality or risk issue.

Event description:
This report summarizes 5 malfunction event(s). A review of the event(s) indicated that the ot select test strips experienced inaccurate low. These reports were received from various sources. The patients associated with this allegation ranged from 58 to 58 years old and there is no weight data available. Of the reported patients; 4 were male and 1 female.